Manufacturer narrative:
Device evaluation of monitor has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received three inappropriate treatments and one appropriate treatment from the lifevest. At 03:40:23, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 45 bpm with tall t waves. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm with tall t waves. Double counting contributed to the false detection. At 03:40:50, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 40 bpm with tall t waves. The patient's post-shock rhythm was an idioventricular rhythm at 60 bpm. Double counting contributed to the false detection. From 03:43:04 to 04:15:15, the patient was in asystole with intermittent cardiac activity. The rhythm then degraded to asystole. At 04:17:01, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment event could not be determined due to CPR/motion artifact. The patient's post-shock rhythm was sinus tachycardia at 140 bpm with varying amplitudes. Double counting and CPR/motion artifact contributed to the false detection. From 04:18:34 to 04:20:33, the patient was in vt intermittently at 140-150 bpm. Heart rate at or below the threshold for treatment prevented the lifevest from treating the patient during this time frame. At 04:21:41, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment event was vt at 150 bpm. The patient's post-shock rhythm could not be determined due to CPR/motion artifact with intermittent cardiac signal. At 04:22:37, asystole was detected with intermittent cardiac activity and CPR/motion artifact. At 04:23:44, the electrode belt was disconnected. Per continuous ECG recording, the patient was in asystole with CPR/motion artifact and intermittent cardiac activity from approximately 04:21:52 until the electrode belt was disconnected at 04:23:44 on (B)(6) 2021. The patient passed away on (B)(6) 2021.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received three inappropriate treatments and one appropriate treatment from the lifevest. At 03:40:23, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 45 bpm with tall t waves. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm with tall t waves. Double counting contributed to the false detection. At 03:40:50, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 40 bpm with tall t waves. The patient's post-shock rhythm was an idioventricular rhythm at 60 bpm. Double counting contributed to the false detection. From 03:43:04 to 04:15:15, the patient was in asystole with intermittent cardiac activity. The rhythm then degraded to asystole. At 04:17:01, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment event could not be determined due to CPR/motion artifact. The patient's post-shock rhythm was sinus tachycardia at 140 bpm with varying amplitudes. Double counting and CPR/motion artifact contributed to the false detection. From 04:18:34 to 04:20:33, the patient was in vt intermittently at 140-150 bpm. Heart rate at or below the threshold for treatment prevented the lifevest from treating the patient during this time frame. At 04:21:41, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment event was vt at 150 bpm. The patient's post-shock rhythm could not be determined due to CPR/motion artifact with intermittent cardiac signal. At 04:22:37, asystole was detected with intermittent cardiac activity and CPR/motion artifact. At 04:23:44, the electrode belt was disconnected. Per continuous ECG recording, the patient was in asystole with CPR/motion artifact and intermittent cardiac activity from approximately 04:21:52 until the electrode belt was disconnected at 04:23:44 on (B)(6) 2021. The patient passed away on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of monitor has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.